Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported an issue with their freestlye flash blood glucose monitor. Upon product investigation it was discovered the meter exhibited the memory overwrite malfunction.